Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mom via phone call that the insulin pump alarmed compromised force sensor system. The customer states they are unable to exit the "preparing to prime" loop. The customer states they are stuck in rewind . The customer¿s blood glucose level at the time of the incident was unknown. The customer's mom did not have the product available for troubleshooting but stated she will have the customer call with product to perform troubleshooting. The insulin pump will not be returned for analysis.